Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and due to a correction required. The device was not returned to olympus for inspection but the reported failure was confirmed by the technical assistant center. The customer contacted olympus technical assistance support (tac) via phone. Confirmed that the 4k sdi cables were not connected in the correct order. The sales rep restored monitor and image display by connected the cables to the correct sdi input. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device connected incorrectly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited no image on the monitor. There were no reports of patient harm.